Event description:
Caller reported a cgm error, which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, after which the error did not reoccur, and the sensor session started successfully.